Event description:
It was reported during in clinic follow up that the pacemaker failed to display a longevity estimate and instead exhibit a pre-implant alert due to the battery being in a period of relaxation. No intervention was reported. There were no patient consequences.